Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device would no longer open after being applied to tissue. The device was removed by additional resection. There was no tissue loss or damage. There was no injury to the patient. The device was discarded by the site.